Manufacturer narrative:
The returned device was reported for irrigation difficulties. Visual inspection of the device revealed dried body fluid found on the distal end. Dried saline found on the handle, distal end and inside several irrigation ports. The functional inspecting showed the tension control knob could not hold the steering knob at full rotation in either direction. Normal resistance was felt when actuating the steering mechanism. Water flow through the irrigation ports appeared normal during irrigation testing. And the flow volume exiting the tip was within spec. Analysis of the returned device did not confirm the reported failure for irrigation.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation ablation procedure. The physician made a comment during prep that that the irrigation was "different from usual". The catheter was replaced with another intellanav mifi and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was selected for a atrial fibrillation ablation procedure. The physician made a comment during prep that the irrigation was "different from usual". The catheter was replaced with another intellanav mifi and the procedure was completed with no patient complications.